Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the reservoir was falling off, and the drive support cap was sticking out. Customer also noted there was a brown film around the drive support cap. No troubleshooting was performed, nor treatment was administered. Customer was advised to discontinue use of the insulin pump. The customer was advised that they would be receiving a replacement pump and to revert to back-up plan per hcp¿s instructions. Customer was advised to return the broken pump for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap, minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. The drive support was inspected and no anomaly was noted. Brown debris noted around the end cap.